Event description:
It was reported that malfunction alarm Malf 12 occurred on pump, with no notable events before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted Technical Support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction alarm occurred again; no additional information was received regarding the outcome of event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.